Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that the weld broke on the housing found during sterilization. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.